Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation: (identified the following occurences 1017/16 - deviation of general processes (there are no maintenance occurences in this batch). Evaluating the images provided by the customer, it is possible identify foreign matter ¿ resin. Root cause: were evaluated the records of the batch and the visual evaluation of the images. During the batch production there were no records of occurrences related to this defect are observed, however after the analysis of the image it is possible confirm foreign matter ¿ resin. After this evaluation it can be verified that is an individual occurrence potentially related to a fail at resin application (used to join the cannula and hub) were occurred one splash of resin at cannula. Conclusion: evaluating the image provided by the customer, it is possible to identify foreign matter ¿ resin at cannula. Evaluating the potential causes for the problem is verified a possible fail at resin application (used to join the cannula and hub) were occurred one splash of resin at cannula. The defect identified from this complaint will be monitored for trend evaluation. Confirmed: bd was able to duplicate or confirm the failure mode indicated by the customer. (B)(4).

Event description:
It was reported that foreign matter was found on the bd plastipak¿ hypodermic syringe with needle 3 ml - 21g 1 1/2 ", before use. There was no report of medical intervention or serious injury.